Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the battery life seemed to be getting shorter and shorter as when the consumer first got the battery they only needed to charge every two weeks and now they had to charge every six to seven days, and it was unknown what led to this issue.

Event description:
It was reported that the patient reported their therapy had shut off due to their implantable neurostimulator (ins) battery depleting. The caller stated they charged their ins every thursday, and had charged their ins last thursday, and this morning when they got up, they felt really dizzy, so they checked their ins battery status and therapy was off and their battery was low. The patient stated they were actively charging their ins, and requested assistance turning their therapy back on. Patient and technical services (pats)  walked patient through turning therapy on and patient confirmed therapy was back on. The patient inquired about whether their ins battery could be getting weaker after 3 years as they had always charged once a week every thursday and today was wednesday. The patient asked about the possibility of doing a longevity test. Pats recommended that the patient follow up with their healthcare provider to further address the issue.

Manufacturer narrative:
Common device name/PMA/510k: please note that this device was used in an off-label manner as it was implanted for depression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.